Event description:
It was further reported that the implant was completed on 2014-(B)(6) and the impedance issues were resolved. The patient was doing good with his therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 3777q60, serial# unknown, product type: lead. (B)(4).

Event description:
It was reported that high impedances of greater than 10000 ohms and 40000 ohms were measured during implant. The leads were placed subcutaneously for peripheral stimulation and the leads went in smoothly. All contacts pairs had impedances of great than 10000 ohms when directly connected to the implantable neurostimulator and multi lead trialing cable. The leads were swapped and re-tested several times. When impedances were measured at 3v, electrode 0/9 showed 22681 ohms. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.